Event description:
It was reported by the patient that their device had a power on reset (por) for no known issues. It was also reported that the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory also indicated a partial electrical reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action and returned product testing found the device did perform as described in the field action. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2002. (B)(4).